Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not verified during evaluation. The device was put through extensive testing including full functional testing, bench handling, and power cycling, using a known good battery without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The battery used at the time of the reported event was not returned to zoll for evaluation. It's important to mention that the customer communicated that the battery was depleted and there was no spare available. Zoll recommends carrying a spare battery as a backup. Analysis of reports of this type has not identified an increase in trend.